Event description:
This occurred at (B)(6) my name is (B)(6), the daughter, caretaker and poa of (B)(6). On (B)(6) 2024 my mother, (B)(6) had fluid overload, so they initiated on crrt prismaflex set m150 for uremia and fluid overload. They placed her on kidney dialysis a. Crrt machine. On (B)(6) 2024, approximately 800pm the machine broke for one hour +. Seemingly, it was longer than that one nurse stated and my mother went downhill. Her hypotension worsened and she was very bloated the following day. I have it on video. On (B)(6) 2024, my mom continued on crrt. According to her medical chart, " however she also had worsening shock state. The hypotension was initially thought to be related to volume shifts. Net ultrafiltration was changed to 0. Vasopressor requirements continued to increase. Patient had repeat blood cultures done. The concern was whether patient was having deteriorating septic shock. Added micafungin to cover for probable fungal infection." The fungal infection appeared after the replacement crrt machine. She passed (B)(6) 2024. I am asking you to look at her records and investigate these actions. I'm concerned dr. (B)(6) has never reported this incident as it is nowhere in the patient record, nor did (B)(6) the nurse I spoke with know the proper proticol. Please investigate.